Manufacturer narrative:
Abstract citation: a. Gomes, p. Monteleone, a. Vasan, et al. "Ethylene vinyl alcohol copolymer in the treatment of high flow arteriovenous vascular malformations: long term results and histology." The device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post procedure and its cause was unknown. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through review of literature that a patient had a minor complication with migration of a small onyx fragment to the lung, without sequelae.